Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving compounded baclofen 2750 mcg/ml; 526/day via an implantable pump. Indication for use was intractable spasticity and cva (stroke) das system. Medication the patient was taking at the time of the event included 1-2 tablets a day of 10mg oral baclofen. The date of the event was (B)(6) 2016. It was reported an alarm was heard; telemetry not yet performed. The alarm started sounding "about a week ago but changed to double beep" on 5/31/2016. The patient experienced a sudden change in therapy noted as higher than normal blood pressure. The "top number" was 150 and was higher than usual for the patient. Per a session data report, elective replacement indicator (eri) occurred on (B)(6) 2016. The printout noted "replace pump by (B)(6) 2016." The patient's daughter and the representative were trying to locate a physician who will replace the patient's pump. Difficulty with insurance was "making it tough to find a physician." The reporter planned to follow up with the healthcare provider. Additional information was received from a healthcare provider (hcp). The patient was not taking other medications at the time of the event. Medical history includes status post cerebrovascular accident, hemiplegia contr cture with spastic deformity. At the time the patient's daughter claimed that the mother's blood pressure was elevated. Immediate blood pressure taken was 114/79. The patient was calm and relaxed; evidence showed no high blood pressure.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.